Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent remains in the patient. Device issue: dislodged stent. It was reported that after the device failed to cross the lesion, and upon retraction of the stent back into the guiding catheter, the stent dislodged and was lost in the patient. An angiography was done and the stent was located in the abdominal region where it was noted that the patient had a lot of metal placed during previous procedures. No patients effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - stent dislodgement can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. The lesion characteristics were not provided and may have aided in the evaluation and determination of a cause for the reported stent dislodgement. If multiple attempts to cross the lesion were made, it is possible that interaction between the stent and lesion affected the stent attachment.